Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had changed the infusion set and cartridge multiple times. The customer's blood glucose (bg) level was 435 mg/dl at its highest and was 270 mg/dl with ketones when tandem customer technical (cts) was contacted. Cts had the customer perform a system check using the current supplies on the pump and the occlusion appeared to possibly be within the infusion set tubing. However, the customer thought that there was another possible cause as the occlusions have continued and the bg levels were still ranging in the 250-350 range.